Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # :(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad (B)(6) 2021 were reviewed (B)(6) 2021. On (B)(6) 2016, the patient had a left total knee replacement and biopsy of bone lesion of the medial femoral condyle to address severe osteoarthritis, left knee with avascular necrosis of the medial condyle, left knee. It was noted that the patient had the collapse of the medial femoral condyle with marked irregularity present. Depuy components, including depuy patella and competitor cement x2, were used during this procedure. On (B)(6) 2019, the patient had a revision left total knee arthroplasty to address failed left total knee arthroplasty with suspected tibial component loosening. Prior to surgery, the patient was noted to have pain and mid flexion laxity. It was noted that when the tibial tray was hit with an impactor, it was able to be removed from the cement mantle with ease. The femoral component was revised even though it was noted to be well-fixed. Patella was not revised. Competitor components were implanted during this procedure. Doi:(B)(6) 2016 dor:(B)(6) 2019 (left knee).